Event description:
During the sample evaluation of a returned transfer set, there was particulate matter discovered in the set. There was patient involvement but no patient injury or medical intervention indicated with the initial report.

Manufacturer narrative:
(B)(4). The particulate matter found during sample evaluation was confirmed. The cause was undetermined. If additional information is obtained, then a follow up report will be submitted.